Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Manufacture date. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00804 / 00805 & 02969).

Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 1993. Subsequently, patient was revised on (B)(6) 2008 due to dislocation and poly wear. The modular head and liner were removed and replaced.